Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a heavily scarred common femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device was difficult to remove from the patient's anatomy. The physician could not remember how to use the access ports. The starclose se device was removed from the artery with counter-traction and an assertive pull. Hemostasis was achieved using manual compression for fifteen minutes. The physician felt possibly scar tissue or calcification contributed to the device being difficult to remove from the artery; however, did not confirm. Once the device was outside of the anatomy, it was noted that the locator wings had not retracted. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4) - patient selection, (B)(4). The device was received. Investigation is not complete.